Event description:
It was reported that balloon rupture occurred. The vascular access was obtained via the common femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right external iliac artery. After the 035 non bsc guide wire crossed the target lesion, a 8x4x80 non bsc stent was deployed. Then the 6.0mm x 40mm, 75cm mustang balloon catheter was advanced for post dilation. It was noted that the stent did not expand smoothly so the balloon pressure was increased to 18 atmospheres. However the balloon ruptured at this inflation pressure on the fourth inflation. The procedure was completed using a 6x4x80 non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).